Event description:
It was reported that the pedicle screws were not placed according to the screw plan. The screws were repositioned intra­ operatively to a new trajectory with no adverse effects to the patient.

Manufacturer narrative:
Investigation confirmed the surgical case was completed with screws that deviated from the plan. The screws were repositioned intra-operatively to new trajectories without use of the excelsius gps system. The user technique resulted in poor registration. The system detected a shift of nine millimeters and the user was alerted. The user chose to continue with the shifted scan and inserted several implants.